Manufacturer narrative:
This pump was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. The pump was found to have sustained minor fluid ingress damage, however, the pump did still operate as expected. Mmdg was also unable to determine if the administration set involved in the complaint did leak, or if the fluid ingress was the result of a spill. Because mmdg was unable to make that determination, this report is being filed.

Event description:
The initial reporter stated that they had a chemo bag that leaked onto the pump, causing fluid ingress. Mmdg followed up with the initial reporter, but it was never made clear if the administration set involved actually leaked or if the bag was spilled. They stated that there had been no patient impact and that they had disposed of the set. (B)(4).